Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that an alert triggered due to high impedance on the right ventricular (rv) lead. The impedance had been increasing over the last six months. Noise was also noted. The patient was admitted to the hospital and the rv lead was programmed off. The rv lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.